Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the returned device indicated a damaged grommet and a loose/detached set screw. (B)(4).

Event description:
It was reported that during a device upgrade, the physician reported that there was a problem engaging the set screw on the existing implantable cardioverter defibrillator (ICD). After repeated attempts, a portion of the grommet was removed in order to get the wrench to engage the set screw. The device was explanted and replaced. No patient complications have been reported as a result of this event.